Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific issue. The investigation was unable to determine a cause for the reported unintended movement (clip open during final arm angle). There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitraclip cds referenced is being filed under a separate medwatch report number.

Event description:
This is filed to report the clip opening during the procedure. It was reported that this was a mitraclip procedure to treat grade 4 functional mitral regurgitation (mr) with tethered leaflets. The first mitraclip was implanted without incident, reducing mr grade to 3. The second mitraclip was inserted and grasped the leaflets. During the establish final arm angle (efaa) step the clip opened to around sixty degrees. It was tested again, but the same result. The undeployed clip was removed from the body and efaa was tested after removal. Outside the body it failed again. The third mitraclip was inserted and grasped the leaflets, but it was also unable to pass the efaa step. A fourth mitraclip was inserted and deployed without incident, but it did not reduce the mr that much. There were no adverse patient effects and no clinically significant delay in the procedure. There was no additional information provided.